Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported a fluid leak. After receiving a "drain complication" cycler warning, the pt discontinued treatment. When she went to remove the cassette the following day from the cycler she saw fluid leaking inside the cassette door. The pt was advised to contact her pd nurse. The set was not made available for evaluation. During following up, the pt's pd nurse reported the pt did not have any signs of infection and the pt was not prescribed any antibiotics. The pt's effluent has remained clear.